Event description:
A us distributor contacted zoll to report that a patient developed a raw, rubbing skin irritation on their breasts from the lifevest equipment. Patient reports having an auto-immune disease that causes them to develop skin irritations and bruise easily. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's hospital staff allowed temporary removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.